Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) detected supra ventricular tachycardia (svt) - sinus tachycardia episodes, however, the nurse reported ventricular tachycardia (vt). The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 383069 lead, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.